Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump emitted a low battery warning earlier in the day. Several new batteries were reportedly tried in the pump, but the pump would not power back on. Corrosion was reportedly noted inside the battery compartment. The reporter stated that the corrosion was cleaned out of the battery compartment and the battery replaced and the pump powered on. The reported stated that the patient wears the pump while swimming. The reporter denied damage to the case and the battery cap and stated there had been no trauma to the pump. The reporter was advised to discontinue insulin pump therapy and go to the backup plan. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of power interruption with moisture in the battery compartment in a pump without visible damage remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a reboot with a "replace battery" alarm on the reported event date. There was evidence of moisture corrosion observed in the battery compartment and in the battery cap. There was no visible physical damage observed to the battery compartment or battery cap. The pump powered on with a persistent "replace battery" alarm. A test battery cap was used, and the pump was able to power on successfully but the pump then emitted a "low battery" warning. Additional testing could not be completed due to battery alarms. Leak testing revealed a bolus button leak. The bolus button was found to be unresponsive. Investigation revealed the bolus button slug was missing. The pump was opened for further investigation and there was no additional moisture observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.